Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose over 500 mg/dl associated with a power issue on the pump. The pump was reviewed and found that the pump battery compartment was cracked. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged issue with was not resolved during troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a review of the pump black box showed evidence of unexplained power events. The pump total daily dose history showed that the pump delivery correctly reflected the programmed basal rates. The pump battery compartment was observed to be cracked from the bumper pad to the threads. The battery compartment was observed to contain evidence of moisture. The battery cap was not returned; a test cap was inserted and was able to ¿carefully attach¿ to the pump. The pump was exercised for 24 hours without power issues duplicated. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and no additional moisture damage was observed inside the pump.